Manufacturer narrative:
Correction g3: the initial date of awareness is october 11, 2024; not july 01, 2025 as previously reported in MDR [6000034-2025-02606] submitted on july 24, 2025 per the clinic, the patient also experienced swelling and tenderness behind the ear.

Event description:
Per the clinic, the patient experienced pain and recurring infections around the postauricular scar for the last two years (specific date not reported) and the patient was treated with oral and IV antibiotics in (B)(6) 2024 (specific date and duration not reported). The patient was also hospitalized overnight for administration of the IV antibiotics (specific date and duration not reported). The device was subsequently explanted on (B)(6) 2025 and re-implantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.